Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an irrigation and debridement procedure of a partial right knee prosthesis seven weeks post implantation. The tibial bearing was removed and replaced. No additional patient consequences were reported.